Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor was replaced by the water filter, but the water line disinfection portion of the procedure was not performed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d8, h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The legal manufacture reviewed the cleaning disinfection and sterilization processes where obvious deviations from instructions for use were identified. Based on the results of the investigation, it is likely the following led to the malfunction: the investigation result showed the user did not read instruction for use thoroughly, had insufficient knowledge on the equipment, which caused the event. The event can be detected and prevented by following the instructions for use: 7.3 disinfecting the water supply piping disinfection of water supply piping is required in the following cases. Before using this equipment for the first time (after installation of the water filter). Immediately after replacement of the water filter. Whenever bacteria in the water supply piping is identified. Before using the device when it has not been used for more than 14 days. Olympus will continue to monitor field performance for this device.